Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that both pumps were exhibiting no disposable alarm, not detecting the cassette, when a smiths medical, cadd medication cassettes was attached. Per reporter a new cassette was connected which resolved the alarming, and the lot number was not available. No adverse patient effects were reported. No additional information is available at this time.